Manufacturer narrative:
As part of normal complaint f/u, an eval of the event has been conducted by mako surgical. According to the surgeon, the original medial implant components are placed well, with no loosening noted. Removal of an onlay tibial insert typically will damage the insert, so in order to evaluate the femoral and tibial baseplate components, the surgeon replaced the onlay tibial insert component only. The rio session files were also reviewed and all values were within acceptable tolerances. There is no evidence at this time to suggest that the mck implants nor the placement of the implants supported by the rio, are contributing to the pt's pain.

Event description:
A pt had received a partial knee arthroplasty, which was performed using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee implants. More than six months after the procedure, the pt presented with pain during weight bearing. The surgeon performed an open eval of the implants. The surgeon removed the tibial onlay insert component in order to evaluate the femoral and tibial baseplate components. The surgeon could not identify any issues with either the metal components or the insert; he replaced the insert with a new sterile insert of the same size.